Event description:
Patient presented to the emergency department, where a staph infection was identified. Purulent discharge was drained from the chest incision site, and the patient was prescribed antibiotics. This resolved the issue.